Event description:
It was reported that during an unknown procedure, when the surgeon tried to fire the stapler, the knife and cartridge couldn't go forward. The staples got malformed after firing the stapler. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged cartridge fork and swing tab in locked position the analysis results found that the reload was received fully loaded with staples, with the forks damaged and the swing tab in the locked position. This damage is consistent with an improper loading technique. For more information, please reference the instructions for use. No functional test could be performed due to the condition of the reload. The manufacturing related records were reviewed and the final quality release criteria were met before the batches were released for distribution.